Manufacturer narrative:
Visual analysis could identify multiple scratches on the bearing surface of the head, fine scratches on the bearing surface of the cup and damage to the rim of the cup in the area of the inscribed batch number. Wear analysis of the bhr head and cup was performed and a wear patch could be identified on each of the bearing surfaces of the head and cup. A maximum linear wear of 8 um for the head and 3 um for the cup could be measured. Based on historic wear data, after ca. Five years in vivo, the measured combined linear wear is in line with the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. The position of the wear on the acetabular cup shows that the femoral head was articulating within the bearing surface of the cup. Based on the received information no medical assessment regarding the potential root cause of the reported revision surgery is possible. Device history record review for the affected parts confirmed that all released components met specifications. Additionally, no quality, production or design failures have been noted in the investigation of these devices. Based on the received information the root cause of the reported revision could not be determined.

Event description:
It was reported that revision surgery was performed due to discomfort.